Event description:
A healthcare provider reported that the patient was having their device removed due to infection. During a follow-up appointment on (B)(6) 2016 for low back and bilateral foot pain the patient complained of pain over the implantable neurostimulator (ins) site. The ins site was draining a small amount of yellowish fluid and there was an open area about the size of a nickel. They also had discomfort at the ins site. The patient was getting stimulation in their feet and legs which was helping to control the pain. They had been cleaning the wound with peroxide twice daily as instructed. The patient had started their antibiotics the day prior to the report. They rated their pain at a 7/10. Their ins site had been great and then suddenly on (B)(6) 2016 they noticed that the ins site had skin erosion over it and the ins was exposed. The ins site was infected. The patient had been using neurotonin, norco, msir, duricef, and topical lidocaine. The patient's interstitial cystitis symptoms had also increased. The leads and battery were rem ved. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.